Event description:
It was reported that the patient was scheduled for a colonoscopy to find source of a recent bacteremia. During the initial colonoscopy two polyps were found and clipped. The patient was discharged home, few hours later the ventricular assist device (vad) exhibited low flow alarms and five bloody stools were noted. The patient was readmitted for a second colonoscopy where six additional areas were clipped, the patient was transfused ten-eleven (10-11) units of red packed blood cells (prbcs) and anticoagulants were held/reduced, causing a bump in lactate dehydrogenase (ldh). During the night the patient experienced two pump stops, however no alarm history was found. Of note the patient is part of failure to restart fca, it was suspected that the nurse believed the monitor was providing power along with the ac adapter and didn't have a battery connected. Since the patient was having several low flows alarms the nurse might have silenced the alarms and unable to hear the power disconnect alarm. The controller exhibited three controller power ups and power starts, for approximately 1.5 hours there were no connections on ps2, which was visually inspected, and no damage was found. All connections working correctly now as patient is on the ac adapter and battery. The controller, vad and batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system: battery, model #: 1650de / catalog #: 1650de / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-june2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system: battery, model #: 1650de / catalog #: 1650de / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-june-2021, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system: battery, model #: 1650de / catalog #: 1650de / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-june-2021, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system: battery, model #: 1650de / catalog #: 1650de / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-june-2021, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system: controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-oct-2017, labeled for single use: no, (B)(4). Additional information has been requested regarding clarification of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)), controller ((B)(6)), and four (4) batteries ((B)(6)) were not returned for evaluation. Review of the controller log file analysis revealed three (3) controller power up events with associated pump start events on 18/may/2022 at 23:01:21, 23:02:23, and 23:02:57. The data points prior to each loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). If a power source is not connected to the controller for more than 20 seconds, a power disconnect alarm will occur. The data point recorded after the third loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 15 seconds, 20 seconds, and 29 seconds, respectively. A controller loss of power event will result in the pump stopping. Log file analysis also revealed a sustained decrease in power consumption and estimated flows beginning on 18/may/2022 and forty-two (42) low flow alarms were logged since 18/may/2022. Review of the event log file did not reveal any evidence that the alarms muted within the analyzed period. As a result, the reported losses of power, power disconnect alarm, and low flow event was confirmed. The reported ¿silenced the alarms¿ event could not be confirmed. Information received from the site revealed that the patient had a colonoscopy and two polyps were found and clipped. The patient was discharged home, few hours later the ventricular assist device (vad) exhibited low flow alarms and five bloody stools were noted. The patient was readmitted for a second colonoscopy where six additional areas were clipped, the patient was transfused ten-eleven (10-11) units of red packed blood cells (prbcs) and anticoagulants were held/reduced, causing a bump in lactate dehydrogenase (ldh). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. The most likely root cause of the reported power disconnect alarms can be attributed to the disconnection of a single power source from the controller. A possible root cause of the reported losses of power events can be attributed to a disconnection of the only connected power source and/or to an intermittent disconnection on the only connected power source. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, infection and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: battery d4: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: controller d4: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.